Event description:
The customer reported v leads are bad. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported v leads are bad. There was no reported adverse pt impact. The customer received the replacement lead set and resolved the issue. The customer scrapped the lead set. The lead set was not available for eval. We will consider this a malfunction of the lead set where v leads were bad.